Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functioning. The customer¿s blood glucose was 163 mg/dl at the time of incident. The customer also stated that when they tried to give her self insulin using the bolus wizard it changes the amount that it recommended to delivery customer advised as a example it was supposed to delivery 7 units but only delivered 0.7. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. Device passed the delivery accuracy test at 0.08785 inches. Device power up properly after battery installation. Device received with operating current within specifications. No unexpected low battery alarm were noted. Device passed self test, off no power test and all operating current test. No blank display noted.